Event description:
Myosure reach error "excessive torque detected, reduce pressure on device, tap foot pedal to continue - (B)(4)." Device would not release from machine. Needed to obtain new machine and handpiece.